Event description:
Edwards received information a patient with a 29mm pericardial mitral valve implanted 12 years and nine (9) months, underwent valve-in-valve procedure due to valve degeneration leading to severe mitral stenosis and mitral regurgitation. A 29mm edwards transcatheter heart valve was implanted successfully. Post valve deployment, echocardiography showed good function with no perivalvular leak. Post implant gradient was 4mmhg. The patient tolerated the procedure well and was transferred to the recovery area in good condition. The patient was discharged home on pod #2 in stable condition.

Manufacturer narrative:
The subject device is not available for evaluation as it remains in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
It was reported that this patient with an edwards bioprosthetic pericardial mitral valve, implanted for 12 years and two (2) months, was evaluated to undergo a valve-in-valve procedure due to stenosis and regurgitation of the mitral valve. A tmvr has not been performed yet as the patient had opted to "wait for a while." No additional details were provided.

Event description:
Edwards received information that this patient with a 29mm pericardial mitral valve, implanted for 12 years and nine (9) months, underwent valve-in-valve procedure due to mitral stenosis and mitral regurgitation. The tmvr was performed with a 29mm edwards transcatheter heart valve. Post implant gradient was 4mmhg.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient has a failing edwards valve. The specific failure mode is unknown. It was not reported if the patient had undergone intervention at the time of reporting. No other information was available.